Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported the needle and wings separated after collection when employee attempted to activate push button. Received call from customer whom wanted to report incident of wingset falling apart when attempting to activate safety feature. Incident happened today (B)(6) 2019 and just one incident of product separating. No death, no serious injury, no erroneous results, no course of treatment changed, no exposure to blood/bodily fluid, no needle stick, no safety issue, no medical intervention and no other action taken.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of needle and wings with the incident lot was observed. Additionally, evaluation of the customer samples was performed and separation of needle and wings was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing retraction issues after use. The following has been provided by the initial reporter: it was reported the needle and wings separated after collection when employee attempted to activate push button. Received call from customer whom wanted to report incident of wingset falling apart when attempting to activate safety feature. Incident happened today (B)(6) 2019 and just one incident of product separating. No death, no serious injury, no erroneous results, no course of treatment changed, no exposure to blood/bodily fluid, no needle stick, no safety issue, no medical intervention and no other action taken.